Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited no image. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to an image disturbance when connected to a video system center. Additionally, the investigation confirmed a noisy image when on up angulation and when connected to a video system center. However, the definitive root cause of this event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.